Manufacturer narrative:
On april 20, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On april 29, 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was found to be ruptured. Additionally, a siltex cracking was found on the edges of the tear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the following statement was erroneously included in the report (follow up number 2) sent on (B)(6) 2020: "the analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted." This statement is inaccurate and contradictory since the investigation was completed and submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, and generalized illness (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implants (375cc on the left; 300cc on the right) on (B)(6) 2008. The patient was diagnosed with left-sided capsular contracture (baker grade IV). A CT scan on (B)(6) 2019 identified an intracapsular rupture on the left-sided device. Additionally, the patient's physician suspects that her symptoms could be related to generalized illness. This report is for the patient's left-sided device.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided that generalized illness does not apply to this complaint. The "cause not established" conclusion code has been removed to more accurately capture the reported event. Manufacturer's reference number: (B)(4).